Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted caller with performing reset, confirmed that malfunction did not recur, advised that pump use could continue, and instructed customer to call back if alarm appeared again, which customer acknowledged and understood.